Manufacturer narrative:
The customer's weight information with the initial report was not available. The information has been included with this report. (B)(4).

Event description:
The customer's weight was unknown at the time of incident.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low and fluctuating blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer stated they went through the fill tubing process with a full reservoir and when they removed the reservoir from the pump, it was empty. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.